Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire fractured at the mid solder set at 15mm from the wire tip. The core wire was exposed for approximately 15mm distal to the fracture end of the coil wire and found deformed in a curve. Microscopic observation of the coil wire fracture revealed that the fracture surface was relatively flat indicating torsion generated as the coils got straightened contributed to the fracture. The distal end of the exposed core wire showed a trace of soldering and had a cut surface that was made during manufacturing process; therefore, the core wire remained in one piece. The above finding suggested that missing segments were the distal solder (ball tip) and the coils approximately 15mm in length. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied on the guide wire while the wire tip was being trapped in the severely calcified cto. The excess torsion was assumed to cause coils to become unraveled at the mid solder that fixed the coils on the core wire. The unraveled coil wire was eventually fractured due to tensile stress generated with wire removal. There was no indication of product quality deficiency. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi wire broke off during a pci to treat a severely calcified in-stent cto in the rca #2. The guide wire was advanced with a support catheter. While crossing the lesion, the wire tip became trapped in the lesion. The physician continued manipulating the guide wire when the wire tip approximately 2cm fractured. A new guide wire was advanced to stent the wire fragment to the vessel wall. The pci was resumed after embedding the wire fragment; however, the procedure was unsuccessfully finished without recanalization of the cto. The patient was without problem after the pci.